Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged failures. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Journal article citation: malek, j. Y., kwolek, c. J., conrad, m. F., patel, v. I., watkins, m. T., lancaster, r. T., & lamuraglia, g. M. (2013). Presentation and treatment outcomes of patients with symptomatic inferior vena cava filters. Annals of vascular surgery, 27(1), 84¿88. Doi: 10.1016/j.avsg.2012.06.005. H10: h6 (conclusion). H11: h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of annals of vascular surgery titled " presentation and treatment outcomes of patients with symptomatic inferior vena cava filters " that three patients presented with back pain and computed tomography (CT) scan identified filter tilt with strut erosion; in two patients strut penetrated into vertebral spinal body and in one patient into duodenum. A complete resolution of symptoms occurred in the immediate postoperative period of endovascular device removal.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: malek, j. Y., kwolek, c. J., conrad, m. F., patel, v. I., watkins, m. T., lancaster, r. T., & lamuraglia, g. M. (2013). Presentation and treatment outcomes of patients with symptomatic inferior vena cava filters. Annals of vascular surgery, 27(1), 84¿88. Doi: 10.1016/j.avsg.2012.06.005.

Event description:
It was reported in an article in the journal of annals of vascular surgery titled " presentation and treatment outcomes of patients with symptomatic inferior vena cava filters " that 3 patients presented with back pain and computed tomography (CT) scan identified filter tilt with strut erosion; in two patients strut penetrated into vertebral spinal body and in one patient into duodenum. A complete resolution of symptoms occurred in the immediate postoperative period of endovascular device removal.